Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling observed. The "up" "down" and"ok" keypad buttons were intermittently responding. The keypad was removed and the "up" "down" and "ok" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt's mother reported that the "up and down" arrow buttons were not responding on the keypad. The reporter denies damage to the keypad or exposure to moisture. The buttons felt flat when pressed and did not click back.